Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: on the night of (B)(6) 2013, he was helping a friend with some work and about 9:45 pm friend left him at his truck. The patient reports he passed out in his truck and was awakened the next morning at 2:45 am by paramedics. The friend later told patient that he had been "rattling on" and his friend was not sure if he was a diabetic and tried to give him sugar. Paramedics said his blood glucose (bg) was 50 mg/dl and patient reported his legs were shaking considerably. Patient said he took his bg and it went up to 59 mg/dl with no food in his system. Patient reports that today he woke and his bg was 163 mg/dl and ate a danish (45 carbs) with coffee (10 carbs). Patient reports that he gave a bolus per pump suggestion of 11.5 units which he said he gave. Patient reports that at 9:30 am today his bg dropped to 51 mg/dl (no symptoms). Patient reports that his settings are isf 1:30 and I/c ratio of 1:6 and a bg target of 120 +-10. Based on those settings, patient should have gotten a suggestion of 10.5 units. Patient reports pump suggested 11.5 units but he gave 10.0 units, and when looking at the bolus history, patient actually gave 12.6 units. Patient was on steroids last week for a shoulder issue and is getting ready for shoulder surgery. Patient has seen his health care provider, who recommended that he call animas. Customer support advised patient that the pump was not safe to use because of the discrepancies between what patient says he gave and what the pump is showing was given. Patient doesn't want to come off pump and was told to be very careful putting in his insulin, and after giving a bolus check the status screen 2 to ensure what he dialed in was actually what was given. This complaint is being reported because the discrepancy was not resolved and because a patient on pump therapy experienced hypoglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/08/2014 with the following findings: pump information from date of complaint has been overwritten. Unable to confirm or duplicate the complaint during investigation. Black box and histories for the event on (B)(6) 2013 have been overwritten. Available daily insulin delivery totals correctly reflected programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required specifications. The insulin sensitivity factor set to 1u: 30mg/dl. Performed ezbg bolus for 300 mg/dl above target bg, the pump correctly calculated a 10 unit bolus. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.